Event description:
Procedure: embolization of bleeding of the heptic artery by coil. We were advised that the physician experienced blockage at the tip of the tanjent micro-catheter (boston) while using the 6/2 coil to embolize bleeding from the hepatic artery. When the blocked coil was pushed out by the micro wire guide, the coil was broken and cut at this time. The coil that remained within the pt's body was removed with a foreign body retriever catheter. The coil that remained in the micro-catheter was disposed by the physician. All coils were flushed with saline.

Manufacturer narrative:
Still under investigation at this time.